Manufacturer narrative:
(B) (4)

Event description:
Procedure: unk. According to the reporter: during the second insertion of the blade of the obturator found to be bent and was inserted through the cannula with difficulty and caused the plastic sleeve peeled off. No pt injury was reported. No additional info available at this time.